Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation on 22-may-2024. Visual inspection, pump, and pressure gauge test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A pump and pressure gauge test were performed, and the device was irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warnings and precautions that should be considered: make sure the irrigation holes are not plugged prior to re-insertion; the temperature sensor is used to verify that the irrigation flow rate is adequate; inspect the irrigation saline for air bubbles prior to its use in the procedure; purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
E1 initial reporter phone: (B)(6) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cryo cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and an irrigation issue was noted. After a cryo ablation, the catheter was removed from the patient's body. When it came time to do additional rf (radiofrequency) ablation, the catheter was flushed again and the medical team noticed that there was not much water in the irrigation. No error message was displayed on the irrigation pump. The correct catheter settings were selected on the generator. Irrigation was not a problem at the time of first insertion. The catheter was changed immediately under the circumstances. The procedure was completed without patient's consequence.